Event description:
Pt receiving ventilatory support in the ICU with high frequency oscillary ventilor. The ventilator spontaneously shut off. Pt needed manual ambu bag ventilation to survive while the ventilator was re-started. A cell phone was use in the unit at the time of the event as the only suspected cause of the malfunction.